Event description:
Two bare metal stents were implanted in the right coronary artery. An mi occurred subsequently occurred due to stent closure. Pci was carried out as treatment. Patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke). Evaluation conclusions: inherent risk of procedure (cva/stroke). (B)(4).

Event description:
The patient suffered a stroke approximately 11 months post index procedure. The patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi is listed as an adverse effect of pci in the IFU). Evaluation conclusion: known inherent risk of procedure (mi is listed as an adverse effect of pci in the IFU). (B)(4).